Manufacturer narrative:
B3: event occurred at approximately end of december per gfe response.

Event description:
It was reported that the spinal cord stimulation (scs) patient had recently lost a signification amount of weigh resulting in difficulty charging the implantable pulse generator (ipg). The patient underwent a revision procedure wherein the ipg was replaced and did well postoperatively. The device was not returned for analysis.